Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained a sensor scan of 47 mg/dl compared to a reading of 127 mg/dl on a competitor brand meter. The customer began drinking juice however became dizzy and lost consciousness. A healthcare provider administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.